Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer required assistance from son to consume carbohydrates to addressed bg level. Recommendation was made to consult with a healthcare provider regarding diabetes management.